Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer reloaded the existing cartridge, and customer resumed insulin therapy.